Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon unraveled and broke apart inside her. She experienced pain, odor and fever. She stated she went to the ER and gynecologist and was diagnosed with an std.